Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: 306001, lot# unknown, product type: screening device; product ID: 306001, lot# unknown, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown; product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial date was unknown. It was reported that they were not too thrilled with the outcome of their trial. The patient stated they had 2 trials. The first one, with two sides, began probably 2 months ago and for five days they were on the left side and support link would call them every day and the patient would make adjustments and they didn't notice any difference so they were supposed to go back to have the temporary trial leads removed but they'd gotten a flat tire that day so they missed the appointment and had to reschedule. In the meantime, while they were waiting to go back, they decided to try the right side on their own and on the right side, they noticed a little bit of improvement. Patient stated when they went to the procedure, to have the system removed, they told their managing healthcare provider (hcp) what they'd done (switching to the right side on their own) and asked to do the two-week trial on the right side because they wanted to see better results. Patient stated they waited 3-4 weeks post the first trial before they began the "semi-temporary" two week trial. Patient stated they were supposed to go get the permanent implant on wednesday, september 3 but they weren't sure if they wanted to because for the first 1 week trial, they couldn't even explain what went wrong, but they thought that maybe the left lead might have been placed incorrectly.